Event description:
During a laparoscopic appendectomy the device did not fire. The instrument had been placed on a hosp shelf and no one noticed it until last month. There was no consequence to the pt.

Manufacturer narrative:
H4:d5: information unavailableh6: code 400(other): damaged firing mechanismbased upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.